Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to low blood glucose of 32mg/dl. The customer stated that she woke up with low blood glucose. Troubleshooting was performed. The programming and priming technique were correct. Reviewed the programming and found that the basal rate was changed to 20.40 units, but the customer was unsure how it happened. Advised the customer to call back if issues persist. No further information was provided.